Manufacturer narrative:
This device was included in a field action. Based on the information received and without the return of either the product or performance data, or completion of analysis, it could not be determined if this device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead inappropriately treated the patient with shock therapy about two years ago. The lead was found to have a confirmed fracture with high undefined impedance and oversensing of noise. The physician decided at that time to program everything off and left the lead in use. The patient recently developed symptomatic bradycardia and elected to have a dual chamber pacemaker implanted. The lead was partially removed and a new lead was implanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.